Event description:
The customer reported that there was a communication failure error message. This error prevented the system from booting to a usable state. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu pcb assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.